Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2014, the patient underwent a permanent implant procedure. During the procedure, stimulation was unable to be obtained. An impedance check revealed no anomalies. In turn, the doctor decided to use different model leads to successfully complete the procedure. As a result, the procedure was extended by an hour and a half.